Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance and thresholds are rising/trending upward. There was a lead warning triggered for high pacing impedances and for high rv threshold. The patient will be brought into the clinic for manual testing and will discuss with physician. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced.